Event description:
It was reported that a dissection occurred. The patient presented with a coronary artery disease. The 90% stenosed lesion was located in a moderately tortuous and moderately calcified left anterior descending artery (lad). The lesion was pre-dilated with a 2.50 non-complaint balloon. A 3.00 x 48 mm synergy drug eluting stent was deployed to treat the target lesion. The balloon inflated, the stent was fully expanded and deployed at 14 atmospheres with no issues encountered. A 3.25 balloon was used to post dilate the stent and afterward, a type b dissection was noticed at the proximal edge of the stent. Another stent was deployed to cover the dissection, and successfully complete the procedure. There were no further patient complications reported, the patient was stable and discharged post procedure.